Event description:
It was reported that the patient developed major bleeding while hospitalized. The place of bleeding was anemic tendency. Less than four units of red cell concentrate per 24 hours were transfused. The anticoagulant drug at the time of the event was warfarin and aspirin.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be a duplicate. The investigation findings will be submitted under MFR # 2916596-2022-01406.